Manufacturer narrative:
The reported event of an atrial backup pulse configuration being reported as the change parameter instead of a ventricle backup pulse configuration parameter, was confirmed. The event was observed in the programming changes list, on the "wrap-up workspace" when using ""french" as the display language. Based on the review of the provided information, it was confirmed there was an error in the translation string for ventricular backup pulse configuration language file for french language, which resulted in an atrial backup pulse configuration being displayed as changed parameter instead of a ventricular backup pulse configuration.the device programming was correct but the display was erroneous when using the french language selection. The device remains implanted and the patient experienced no adverse consequences. Abbott is reviewing a software enhancement to prevent reoccurrence.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, it was noted that the backup pulse for the atrium was changed rather than the ventricle. This was allegedly caused by a software anomaly. The patient was stable with no consequences.